Event description:
The customer reported that the ortho provue analyzer dripped during testing. The customer indicated that weekly maintenance had been completed and samples were being tested when they observed the probe drip into the reagents, and the dilution cup overflowed. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The customer indicated that the connections from the fluidics system wash/waste bottle were switched. The customer connected the fluidics lines correctly to return the analyzer to its expected operation. Incident occurred as a result of user error. Repair was not needed to return this analyzer to its expected operation. The customer has not logged any complaints against this instrument since this incident.